Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. During surgery, when changing the endoscope from scope down to scope up, there was a problem with smooth rotation. The rotations took place with small friction and the change of scope also took place again, but it was visible that the rotation of the camera was not smooth. When the surgeon attempted to rotate the scope once again, the endoscope did not rotate at all, a grinding noise could be heard when trying to rotate it. Due to the lack of 30-degree backup, the surgery was completed using the same optics. The endoscope was inspected prior to use and no damage was found. There was no inverted image or reversed control or uncontrolled motion.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 30-degree endoscope rotated badly. The "up" or "down" rotation function was unavailable. The procedure was completed as planned with no reported injury using a spare endoscope. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope was analyzed and found to have missing attached endoscope adapter (aea) retaining ring, had wpb defect, discoloration of housing, and transmittance test failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.